Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (blank display) was confirmed. As received, the battery charger's display was blank and the charger was unable to charge a battery. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board and there was liquid contamination on the battery board. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger display was blank.